Event description:
Per the audiologist, the patient's device was explanted in 2007 due to incorrect placement of the electrode array in the cochlea. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report.